Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board and internal battery needs to be replaced to address the issues. No repair performed due to the device not needed for inventory and insect infestation. The unit will be scrapped.